Event description:
Canadian facility reported a dialyzer blood leak at initiation of dialysis on pt. Estimated blood loss 110ccs. No sample available for evaluation. MDR filed due to blood loss. There were no adverse effects to pt or medical intervention reported.